Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system had vision loss in the right eye. The customer performed a system restart prior to calling technical support; however, the reported issue still persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a system restart and fiber cable reseat with no change. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The hrsv was analyzed, and failure analysis investigation replicated the customer reported complaint. The unit was installed on the right side of the printed circuit assembly (pca) test system. The system was powered up with no issues, except the right eye monitor is dead. No images are being shown on the right eye of the surgeon side console (ssc).